Event description:
It was reported that the customer went to a hospital for low blood glucose the night before. It was stated that a customer's friend brought him a soda and he was back above target and left the hospital. It was stated that the mother had called earlier to report the buttons on the device were not functioning. Troubleshooting was declined as buttons were unresponsive, but the time was moving forward. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.